Manufacturer narrative:
UDI: (B)(4)- the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. Device manufacture date: the device manufacture date is unavailable. The manufacturing location is currently not available. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the groove of the trigger supporter was worn and so the unit bottom trigger was found to be binding when it was being press at tip of the trigger. It was further determined that the unit failed the check proper function of the triggers and check response of on/off trigger-the bottom trigger was binding. During service/repair, it was determined that there were unknown substances on the ball bearings, the trigger was binding and there was a yellow marking on the disconnect sleeve labelled ¿worn¿. It was observed that the magnetic support coupling was worn, and the triggers were corroded. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to normal wear out from use and user improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery handpiece/modular device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the groove of the trigger supporter was worn and so the unit bottom trigger was binding when it was pressed at the tip of the trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/10/2010. The manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Service history review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.